Event description:
It was reported by the user site that during a 3dimensions procedure on (B)(6) 2025, that the system displayed jerky tomography motion when sweeping from left to right. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the system. While the fse was onsite, the user site also reported slight movement of the compression arm of the system in the direction of the tomography sweep during tomography operation. The user site also reported that the c-arm of the system moved at the beginning of tomography scans. The fse checked the system and verified the brake resistance, brake voltage, power supply voltages, c-arm and tomography potentiometers were according to manufacturer specifications. The fse cleaned the c-arm brakes gear teeth and tomography braking plate of the system. The fse loosened 3 screws at the back of tomography arm magnet. The fse visited the user site a second time to investigate the system once more for the same problem reported by the user site on (B)(6) 2025. The fse found loosened screws in the c-arm magnets. The fse tightened all the screws of the c-arm brakes on the vertical travel assembly and all the screws of the vertical travel assembly related with rotation movement. The fse took an x-ray with a phantom to confirm if the problem had ceased. The fse reported that the c-arm was no longer moving at the beginning on tomography scans. The fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.